Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated, device speaker sounded low-distorted, alarm quiet- shorted rear piezo. Service recommended replacing rear piezos and perform a full standard preventive maintenance to pass. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the speaker of a smiths medical cadd solis vip pump could not work properly. No adverse effects were reported.